Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received error code 240.4150. There was no patient involvement.

Event description:
It was reported that the device received error code 240.4150. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error 240.4150 technical support- 1. Replace the bottle-side pressure sensor. 2. Return the module to the factory. Gave part number to pressure sensor and transferred to com for ordering. A review of the device history record showed the device had a manufacture date of 02aug2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.